Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported by the affiliate the bowel tissue ripped at the anastomotic site. The pt is ok now. The surgeon believes he should have used a smaller stapler. The surgical procedure was extended two hrs. 03/12/1998 it was reported the device should be a cdh29. The surgeon did use the bowel sizer prior to procedure. The instrument fired properly, but tissue ripped as the instrument was being extracted. The device was only released 1/4 turn prior to extracting. Used sutures to repair the tear.